Manufacturer narrative:
Sensory medical advised the complainant to discontinue use of the bed until the damaged canopy has been replaced. 0700590423 is the lot for the canopy. Review of manufacturing records show it passed all in process and final inspections. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." Page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured" page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. Additional investigation is needed, and sensory medical's root cause investigation is ongoing.

Event description:
Per parent, her 5-year-old broke the safety sheet zipper, allowing him to crawl under the bed to escape. The parent shared this has happened four times, locks were in use, and he has bruises from escaping. The parent reported she found damage to the canopy side safety sheet zipper. A picture shows the bed without the safety sheet in place. A second picture shows damage to several zipper teeth on the canopy side safety sheet zipper.